Manufacturer narrative:
Secondary product analysis: failure analysis confirmed customer complaint. Failure caused by two main pcba transistors. Visual inspection carried out found no anomalies. A bench test was carried out. The main board was assembled into a golden unit. The device was powered up on the bench. The ventricular pace pulse output was measured using an o-scope. The device failed ventricular pace pulse output measurement as it measured out of required specifications. A functional test was then carried out. The main board was assembled into a golden unit. The device was ran through the automated test console. The device failed the ventricular output measurement test as it measured outside required specifications. The waveform integrity test also failed. Troubleshooting was performed using an o-scope. It was found that two current mirror transistors had malfunctioned. The transistors were replaced with known good transistors. The device was then re-ran through the automated test console and passed all tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the completion of a performance test during preventative maintenance on an external pulse generator (epg) it was found that the ventricular amperage was out of specification and the amperage reading could not be changed when dialing the unit up or down. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular amperage of the external pulse generator (epg) was out of specification and that the amperage reading could not be changed when dialing the unit up or down. It was found that the main printed circuit board (pcb) was out of specification electrical. It was further noted that the hanger o-ring was pinched, lower case was broken and all six screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.